Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a hole in the tubing was present, causing blood and magnesium IV fluid to leak out about 2 inches below the lower y-site. No patient injury.

Manufacturer narrative:
(B)(4). One (1) used sample, with original packaging, was received for evaluation. The returned set was tested, for leakage, per specification, with failing results. Therefore, the reported defect was confirmed. The leakage was due to a jagged cut/hole, in the tubing, located right above the distal ultrasite valve. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Although the defect was confirmed, the exact root cause of the cut/hole was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.